Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. In addition, the right ventricular (rv) lead exhibited undersensing. The leads remain in use. No patient complications have been reported as a result of this event.